Event description:
I purchased sensory chew necklace set, (8 pack) from (B)(6).this type of product is designed for children to chew on. We have previously purchased products like this and had no trouble. These products immediately started crumbling when the child chewed them. Our (B)(6) year old just spit them out when they came apart, but I worry about smaller children ingesting or possibly choking on them. The manufacturer seems to know about this problem, because in their (B)(6) store listing they write: " no reason to refund?: our brand mebb chic sensory chew necklace are made from food grade silicone, not too soft and not to hard, just perfect for chew. However, some kids are able to chew up. Don't worry, we offer a risk free trial, contact with us to get a full refund if the sensory chew necklace were broken." Silicone chewy sticks for autistic, adhd, oral motor boys and girls children; blue,red, yellow, orange. Mebb chic is a company which concentrate on baby teething products, such as baby teething necklace, baby teething pacifier clip, and silicone baby teether toys. All of the baby teething products are made from 100% food grade silicone, FDA cpsc/cpsia, approved. Bpa free, metals free, phthalate free, toxic pvc free, lead free, 100 % ensure safety for your baby use. I contacted (B)(6) for a refund, and tried to tell them that the product was unsafe. (B)(4).